Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung issues and lung cancer since 2021. Additionally, the reporter stated the device (remstar auto a-flex ) has not been used since 2019 and the lung cancer diagnosis occurred in 2021.the complaint does state they have had lung problems for years, but it is not known when they began. The patient is seeking confirmation if their device is affected by the recall. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.